Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 16jul2020 and investigated on 14aug2020 . A visual inspection was performed. Signs of clinical use with evidence of blood were observed on the cannula handle. Blood and tissue was observed on the c-ring assembly and bisector blade. The cannula handle, toggles, tubes, c-ring, bisector blade and the electrodes appeared intact. No visual defects were observed. The device was evaluated for mechanical function. The toggle extended and retracted the blade. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device was able to cut five reference vessels cleanly with no difficulty. The device operated normally and passed the pre-cautery test. Based on the results of the evaluation, the reported "failure to cut" was not confirmed.

Event description:
Summary; the hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was not cutting very well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was not cutting very well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.